Manufacturer narrative:
The customer returned the contour next one meter (serial # (B)(4)) and contour next test strips. An in-house testing was performed using the returned meter and test strips, which gave satisfactory performance. The readings obtained with in-house testing were properly saved in the meter's memory. Updated serial # and device manufacture date respectively. Based on update received on the serial # of the contour next one meter, the address of manufacturing site has been corrected.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The advocate reported that the customer's blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The advocate was advised to return the meter for evaluation. Replacement meter and test strips were sent to the advocate.